Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the customer's blood glucose (bg) levels were fluctuating. However, exact values were not provided. The customer addressed the bg level with a correction. Recommendation was made to prime the air out until it is removed.